Event description:
Customer reports lancet will not retract back into the cap after firing on the multiclix device. No accidental needle stick occurred. No adverse event related to the malfunction reported. Requested return of suspect device and replacement was sent.